Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the pumphead control pad buttons not working; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction where the "pumphead control pad buttons not working" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty keypad on the pump head module. The pump head module keypad was replaced to correct this condition.